Event description:
It is reported that a customer has physical damage in the form of cracks on their insulin pump. The patient's blood glucose level was at 122 mg/dl. The screen of the insulin pump reads "battery failure". The customer states that their belt clip broke while on a motorcycle and the pump fell on the asphalt. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Findings: cracked reservoir tube lip, cracked battery tube threads, cracked/bleeding lcd glass, missing display window, broken belt clips lot and cracked case near display window corners noted during visual inspection.